Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. The reason for call was caller stated that the communicator is not connecting to their implant. Caller stated that they charged the equipment but when they go to use it it says it is not connecting (exact message asked/unknown). Agent walked caller through trying to connect to the implant and explained the importance of communicator placement. Caller was able to successfully connect and confirmed therapy is on. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Caller then stated they think maybe the implant has moved in their body; maybe that is why it was having a hard time connecting. Agent reviewed with caller that any ins pocket site concerns should be discussed with their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.